Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter needles would not retract. The following information was provided by the initial reporter: verbatim: the hcp pressed the button but the safety mechanism didn't work. The same event occurred in three cases.

Manufacturer narrative:
H6: investigation summary. Bd received three unsealed 20 gauge insyte autoguard blood control pro units from lot 2255206 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed media present in two of the units with the needle not retracted while the last unit was fully retracted. The two not retracted units was further inspected and the engineer was unable to activate the safety mechanism. Next, the devices were dissected and inspected under a microscope. The engineer was able to identify adhesive overflow between the needle hub and the activation button on both of the failed units. For the final retracted unit no evidence of adhesive was present. The engineer reset the retracted needle and activated the safety mechanism. The device retracted successfully with no issues. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that these were manufacturing defects that occurred during the assembly process. The adhesive overflow was preventing the safety mechanism from activating.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheter needles would not retract. The following information was provided by the initial reporter: verbatim: the hcp pressed the button but the safety mechanism didn't work. The same event occurred in three cases.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.